Manufacturer narrative:
Method: followed up with company representative.

Event description:
It was reported that a patient underwent a kyphoplasty procedure at levels t8, t9 and t10. Level t9 was filled with hv-r bone cement without incident. The t10 cavity was filled with 3-4 ccs of bone cement. Cement from the next bone filler device almost immediately progressed posteriorly, exited the vertebral body posteriorly and appeared to flow inferiorly along the posterior longitudinal ligament adjacent to levels t11 and t12. The physician stopped delivering cement immediately. The t8 vertebral body was accessed and filled with no incident. The bone cement was mixed according to the IFU and injected in a doughy state. It was reported that the patient expired during the night following this procedure. No further information was reported.